Event description:
It was reported the patient was having an interstim revision surgery. The patient¿s healthcare provider wanted to know if the stimulator needed to be turned off for the surgery. No other details regarding the surgery were known. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0kyhn, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).